Manufacturer narrative:
(B)(4) - (root cause of detachment unknown).

Event description:
An endeavor resolute rx drug-eluting stent system was used to treat a mid lad lesion in a patient. It was reported that a shaft breakage occurred, after high pressure expanding. The stent was implanted. No further details of the event were provided.